Manufacturer narrative:
The device was observed to be in the not deployed state. The device data shows that the device was deactivated by the user after completing first prime, before second prime occurred. The device functioned as intended during manual deployment. No timeouts or drive stalls were seen in the device data. No issues were found that could cause a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Changing your pod: chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For: omni pod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels despite delivering multiple boluses through pod, patient found the cannula was not visible and pink slide had not moved forward; these factors indicate a needle mechanism failure occurred. As treatment, manual boluses were delivered and a new pod was applied.